Manufacturer narrative:
Additional information: serial number, unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, serial number, and UDI number unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the blue probe model moves off-center when optical touch-n-go probe shown to camera while in navigate task. There was no patient present when this issue was observed.

Manufacturer narrative:
Medtronic representative reported that the issue could be replicated by importing the demo head in tumor resection optical procedure and verifying touch and go probe and passive planar. Then register the demo head and proceeding to navigate. Navigate the passive planarand it can be observed that the tip of the blur probe model is at the crosshair location in trajectory 1 and 2 views. It can be observed that the when the passive planar is put down and the touch and go probe is shown to the camera, the crosshaors are red and the current instrument cannot be used for navigation is displayed. The blue probe model jumps off center in the trajectory view. After that when the passive planar is shown to the camera, the blue probe model is again aligned correctly with the crosshairs. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Software observation: this is a software anomaly, cad model is incorrect, and references to this case have been added to that record. If information is provided in the future, a supplemental report will be issued.